Event description:
It was reported that the user experienced low blood glucose documented at 40 mg/dl while using the ilet with a dexcom g7 sensor after missed meal announcements, leading to automated dosing that contributed to subsequent hypoglycemia; the user requested a factory reset per their healthcare provider¿s instruction and received troubleshooting and education on meal entry and system use. Customer care provided support that included complaint review. Investigation of this case revealed user error due to missed meal announcements, resulting in insulin stacking and hypoglycemia. Symptoms included dizziness and clamminess associated with hypoglycemia. Outcomes included self-treatment with oral glucose and no need for outside assistance or medical intervention. It was concluded that the device functioned as designed and that user education addressed the reported event.